Event description:
Reporter alleged obtaining the results of 230 mg/dl and 110 mg/dl back to back within 10 minutes on the advantage system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported by the customer that on (B)(6) 2010, the fiber forward fired and/or the tip of the fiber was damaged at 61,748 joules. The device was not returned for evaluation.